Manufacturer narrative:
The batch history record (DHR), maintenance record, and quality notifications were analyzed, and no records potentially related to this defect were found for the batch. However, one record was observed that may be related to the reported incident. In the photo sent by the customer, it is possible to confirm the broken plunger rod, which can occur during the syringe assembly process due to misalignment of components and jamming of some parts. Therefore, bd confirms and reproduces the complaint. Since it is an automated process, there may have been a jam causing the breakage without the operator noticing, and the syringe with the broken rod ended up passing unnoticed. We inform that the current controls for detecting the incident are carried out through visual inspection every hour in the material cycle during the packaging process. This risk is contemplated in the fmea, in accordance with the product specification. As this is the first complaint for the batch, not exceeding the acceptable quality notification (nqa) limit, the incident identified from this complaint will be monitored for trend evaluation.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su plunger rod was broken / damaged. The following information was provided by the initial reporter translated from portuguese to english: during the preparation of the routines, the employees reported that they are encountering defective syringes on a daily basis and some clients have already received broken syringes, today being the most recent case. We are receiving a large number of defective 3ml syringes from bd. Employees are asked to analyze them one by one before use, but some end up passing, they are then signaled by customers, who have to handle the radioactive material in order to change the syringe. We would like to check with the supplier about the evaluation involved in the process prior to releasing the product, as this type of issue has been frequent. So that we can avoid recurrences, could you please forward the investigation containing the root cause and evidence of corrective and preventive actions by 06/05/2025? Additional info received on 16 apr 2025. Is there any impact on patients? If so, please explain in detail? The impact is on our patients who receive the radioactive medicine in a broken syringe and need to expose themselves to this material in order to ¿change¿ the syringe, because they can't inject the patient with a broken syringe. As the medicine is radioactive and delivered with the injection calibration at the time requested by the client, there may be an impact of delay and the patients may receive the medicine outside the calibration time. Has anvisa been notified? If so, what was the notification number? We have not notified anvisa. Could you confirm the affected quantity involved in this report? It was mentioned that ¿they are finding defective syringes on a daily basis and some customers have already received broken syringes¿. Could you confirm whether these cases have already been reported to us and registered? If so, please share the pr numbers and, if they have not been reported, share the details of the customer and product involved in each of the cases. No previous registration has been carried out, however, employees have reported that they have always found defective syringes. We cannot share information about our customers, in accordance with the gdpr, but the product is the 3ml syringe, as opened in the non-compliance. Is the sample related to this incident available for analysis? If so, please answer the questions below we have some separate defective units for you to collect.